Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported that a patient's light adjustable lens (lal, sn (B)(6), +18.0d) was explanted due to patient dissatisfaction with their final refraction, which was the value programmed into the light delivery device. A light adjustable lens+ (lal+, (B)(6) was implanted as a replacement. Rxsight's first awareness of this event was on 07/30/2024.